Manufacturer narrative:
H.6 - results - a review of the lot history review revealed no discrepancies associated with the complaint. One used unit was received in two separate pieces for analysis. The quality technician indentified jagged edges and cracks on the broken ends of the catheter tubing. The technician attempted to simulate the separation of the catheter by holding down a representative catehter tubing, pulled on the molded junction causing excessive stress to the catheter. Visually inspected the similation with microscopic enhancement and identified jagged edges and cracks in the area of the separation. Conclusions - the damage sustained in the simulattion is similar to the damage seen to the actual unit. The technician stated that the damage noted in this investigation is conclusive evidence of excessive stress. The reporter stated that the majority of the line was external. The first PICC instructions for use states: if necessary, trim distal end of the catheter squarely to the length measured.

Event description:
The catheter was inserted in 2006 and was dressed with tegaderm dressing. Alcohol was used to prep the site and a 10 ml syringe was used. The majority of the line was external. The catheter was pulled back 6 days later 05.08 and redressed. The following day the dressing was noted to be loose. Upon further inspection, the clinician found the cathter broken.